Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device did not work effectively and could not handle the large size of the uterus. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.